Event description:
There was an allegation of questionable na electrode results for 2 patient samples on a cobas pro ise analytical unit. Patient 1: the initial result was 153 mmol/l. The repeated result was 146 mmol/l. Patient 2: the initial result was 151 mmol/l. The repeated result was 143 mmol/l. The results were reported outside the laboratory. The physician questioned the initial results so the samples were repeated. The repeated results were believed to be correct.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The calibration and qc were acceptable. A sample foam detection alarm was observed in the alarm trace. The field service representative found build-up on the reference electrode. He replaced the solenoid valve, cleaned the fluidics flow path (removing fluid build-up on the electrode), checked and verified sample probe adjustments and dispensing of the diluent, and performed checks and tests with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.